Event description:
It was reported a female patient underwent mitral valve replacement surgery in 2004 (exact date is unknown). In 2009, the patient underwent re-do mitral valve replacement to remove the sjm epic valve. The valve showed degeneration of all three leaflets with layers of thrombotic material due to endocarditis. The mitral annulus also contained thrombotic material and endocarditis. The valve was removed and replaced with a sjm mechanical valve. It was reported there were no adverse consequences to the patient, and additional information has been requested.